Event description:
It was reported that during intra-aortic balloon (iab) therapy the console frequently generated an unable to calibrate optical sensor message. The waveform obtained via fiberoptic sensor was rounded with no visible dicrotic notch. While on the phone with the getinge representative, the console generated an unable to update timing message. The rn stated that the pressures have been systolic in the 70¿s and diastolic in the single digits to teens. Troubleshooting did not improve the fiberoptic waveform or messages. The patient had a pressure bag attached to the inner lumen, so the rn was instructed to see if the inner lumen had a better waveform. The rn had to look for a grey pressure cable. Once one was located, conventional transducer was leveled and zeroed. Waveform dramatically improved, especially after a 15 sec flush on standby. Bp 70s/40s, good map and aug. The two informational message had not returned. Instructed remi to coil up fiberoptic cord and indicate do not use. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6) additional reporter: (B)(6), rn cvicu the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4): device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.